Manufacturer narrative:
Device evaluation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device was leaking gas from gas supply. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition with no physical damage. The tamper seals and labels were intact. There was no evidence of the error recorded in the event history log. The customer reported problem was verified/duplicated during functional testing. Gas was leaking but not from the gas supply. This was likely due to a loose banjo bolt connection to the demand valve. For corrective action the banjo bolt was tightened. The root cause was undetermined/unknown. The previous service history has been reviewed and deemed unrelated to the current customer reported problem. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).